Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient experienced peritonitis manifested by cloudy fluid and abdominal pain. The cause of the peritonitis was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with an unspecified medication (dose, route and frequency not reported) for the event. Patient outcome was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent along with symptoms of abdominal pain coincident with peritoneal dialysis (pd) therapy. Cause and treatment was not reported. The patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.